Event description:
The customer reported that the pressure of the device increased during a procedure when the patient's leg was moved. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device has not been returned for analysis at this time.

Event description:
The customer reported that the pressure of the device increased during a procedure when the patient's leg was moved. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.